Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high or low alarms. Successfully scanned and received glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with a google pixel 7 phone, os version 13, app version 2.8.4.9335. The customer indicated they did not receive glucose alarms and experienced felt dizzy and lightheaded. The customer was unable to self-treat and provided glucozade by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with a google pixel 7 phone using android operating system version 13. The customer indicated they did not receive glucose alarms and experienced felt dizzy and lightheaded. The customer was unable to self-treat and provided glucozade by a third-party. There was no report of death or permanent impairment associated with this event.